Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019. The product support engineer advised customer to replace the cpu board to address the issue. This customer replaced the cpu board. The part was returned to the manufacturer for investigation: it was determined per mtr-00006, this is a failure of ls1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Investigation on this quality issue shows that the customer reported that the unit has a check vent backup alarm failure. There was no patient involvement.